Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products tsvtb11, imp,tsv,3.7,11.5,mtx,mg lot 1287401 and tsvtwb11, imp,tsv,4.7,11.5,mtx,mg lot 1287576. Therapy date unknown. E1: reporter name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that during surgery he noticed that there were not any implants inside of the packaging. As patient was under anesthesia, it was not possible to simply adjourn the surgery, so that doctor had to organize the pick up of new implants from another clinic, which meant for the patient a longer anesthesia time and for the doctor a massive delay in the surgery plan. New implants were placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvt4b11, (imp,tsv,4.1,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the outer vial was empty and its tamper seal / ring was in an unsealed condition. The inner vial and the implant were not returned / missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1285170. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285170 for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.